Manufacturer narrative:
(B)(4). Additional information: the el5ml was returned for analysis in good visual condition and the indicator wheel was noted to be in its original position. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaws and the indicator wheel was not indexing as intended. Nine malformed clips were formed due to the short feed incident. During the analysis two little pieces of an unknown matter came off from the shaft. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feedbar was noted to not fully retract, the tab from the clip track was found bent and one jaw was noted to have a small dent. The condition of the tab from the clip track prevented the feedbar to fully retract and, therefore, causing the experienced feeding issue. No conclusion could be reached as what may have caused the found damages. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not fully close. There were no patient consequences. Case completed with another device of the same product code.